Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she went to fill tubing and the insulin pump kept pumping insulin to her even after pressing esc. Customer stated that the insulin pump delivered hundred units of insulin into her body. Customer stated that their blood glucose readings begun to drop and they treated with food. The paramedics were called as the customer begun experiencing excessive sweating and started to get shaky. Customer's blood glucose readings at the time of the call were 239 mg/dl. Customer also stated that insulin was squirting out during the manual prime and they were unable to exit the prime sequence. No further information reported.